Manufacturer narrative:
Title assessment of predictive factors for recurrence in laparoscopic ventral hernia repair using a bridging technique source surg endosc 31:3656¿3663, 2017, date of publication: 11 january 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, to assess the long-term incidence and predictive factors for recurrence after laparoscopic ventral hernia repair using a bridging technique. The study group consisted of 213 consecutive patients operated by laparoscopy for primary ventral number of 158 or incisional hernia number of 55 between 2001 and 2014. The patients had a repair without fascia closure by intraperitoneal onlay placement of the composite mesh centered on the defect with an overlap of at least 3 cm. The clinical outcome was assessed by a combination of office consultation, patient¿s electronic medical file review and telephone interview. With a mean follow-up of 69 ± 44 months, a recurrent hernia was noted in 16 patients (7.5%). Univariate analysis showed a statistically significant higher recurrence rate in the following conditions: incisional hernia (15%). With a median follow-up of more than 5 years, they observed a recurrence rate of 7.5% after laparoscopic ventral hernia repair using a bridging technique. Three patients were required removal of the mesh because of infection due to unrecognized bowel injury twice and repeated puncture of seroma once.